Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. Although the surgeon changed from an arthroscopic to an open procedure as a result of the reported device issue, no harm to the patient is anticipated. No relevant supporting clinical information has been provided to assist with a clinical investigation, therefore a thorough clinical assessment cannot be performed at this time. A review of the device history record showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that the pump pump started to leak serum after the equipment was placed at the beginning of the surgery and stopped working. After removal of the disposable assembly, the absence of the silicone layer on the part engaging the equipment was verified. Conversion from arthroscopic procedure to open procedure. Back-up device was not available. Delay greater than 30 minutes occurred.